Event description:
Allegedly, the claimant alleges he underwent an initial hip implant surgery in 2011 and received conserve mom components. He was revised in (B)(6) 2024 due 'chronic prosthetic joint infection', undergoing a two-stage revision with placement of an antibiotic spacer. This is all the information that I currently have available

Manufacturer narrative:
See attached.